Event description:
Report received of a tubing rupture during use with a power injector. Reportedly, a power injector was attached to the tubing set at the lower clave port when the "distal portion of the plum set between the lower injection port and the option lok split/burst". There were no reported adverse pt effects. Though requested, no additional info was provided.